Event description:
Philips monitor malfunctioned at patient bedside during lf transport and was not able to be used for transport. Manufacturer response for cardiac monitor/defib, (brand not provided) (per site reporter): "sounds like a lead set".